Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have ¿distal tip damage with laser beam directed towards the bladder¿ @ 59,685 joules and 11:40 minutes of use. The fiber was cleaned during the procedure. Case was completed with a new fiber. Patient outcome: no injuries to the patient reported.